Event description:
It ws reported that during a total gastrectomy procedure, the blade broke off the device and did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.